Event description:
The lateral a insert dislocated from the tibial tray when the knee was brought into flexion intraoperatively. The lateral b poly insert was implanted to complete the surgery. The lateral b poly insert is 1mm thicker than the lateral a poly insert.

Manufacturer narrative:
The lateral a insert dislocated from the tibial tray when the knee was brought into flexion intraoperatively. The lateral b poly insert was implanted to complete the surgery. The lateral b poly insert is 1mm thicker than the lateral a poly insert. Review of the device history record indicates that the device was manufactured to specification.